Event description:
It was reported that an 840 ventilator had a blank display. The ventilator was not on a patient at the time of the event. The service engineer replaced the gui cpu (graphical user interface central process unit) to correct the issue. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the identified root cause of the reported issue was isolated to an electornic component (u4) on the pcb.if information is provided in the future, a supplemental report will be issued.